Event description:
A high drain error 104 (night drain #4) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 at 20:05:47. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.